Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported a system error occurred. It was further reported the error occurred during the read operation (telemetry) of the device. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device had a system error. As a result the link electronic module (lem) circuit board was replaced. (B)(4).

Event description:
It was reported a system error occurred. It was further reported the error occurred during the read operation (telemetry) of the device. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.